Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer tested and got a reading of 25 mg/dl followed by 125 mg/dl within ten minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.